Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. The investigation included a review of downloaded device data. Based on the available information, there is no indication of a device malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient was not conscious and was at home at the time of the event. It was reported that the patient's husband was present at the time of the event. The lifevest delivered two treatments. The rhythm at the time of the first treatment at 22:58 was asystole. The rhythm at the time of the second treatment at 23:22 was due to CPR artifact. Oversensing and CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.